Event description:
The customer reported that while processing a microwell plate on osp serial number, the operator reportedly had their hand struck by a moving syringe. No death or serious injury was associated with this incident.